Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 1-2 cm stone. However, when using the alliance handle in conjunction with the basket, the thumb ring broke. With the stone still inside the basket, the physician shook the instrument and managed to pull the basket out from the papilla together with the stone. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** the procedure was completed with this device.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of thumb ring break. Block h10: visual analysis found the thumb ring was broken which confirms the reported event. There are marks, evidence that the parts were previously joined. The cannula, the wire, and the basket was not returned for analysis. The external sheath was found torn. The working length was found kinked. Based on all available information, it is most likely that procedural factors encountered before the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during testing could have lead to the thumb ring break. Marks observed on the device indicate that force was applied to the handle when attempting to retract the basket. This excessive force could break the thumb ring. Additionally, tension forces leads to the kinks in the working length and sheath torn. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the ductus choledochus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 1-2 cm stone. However, when using the alliance handle in conjunction with the basket, the thumb ring broke. With the stone still inside the basket, the physician shook the instrument and managed to pull the basket out from the papilla together with the stone. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.